Event description:
Information was received from a patient regarding their external equipment. The patient reported that they were having issues when trying to connect handset. The patient reported a lag when it reaches 91% stating it was extremely slow. The patient stated they would go to cancel synch and that would solve the problem but now that did not work. The patient stated they had to reboot the phone and start from scratch. Agent walked patient through clearing the data and restarting the handset. The patient confirmed they were able to successfully connect (on the first attempt) and in under 30 seconds. Troubleshooting resolved the reported issue. Agent reviewed best practice to always close app and power handset off completely between use. Agent reviewed patient could clear data as they see fit. Patient mentioned having had replacements in the past. Information regarding previous external equipment replacements were omitted as reported in (B)(4) and information regarding communicator omitted as reported in (B)(4): additional information was received from a consumer (con) stated that when he was trying to bolus, the personal therapy manager (ptm) lags for long time at 91%. The agent reviewed the data and walked the patient through deleting the data. The patient was able to connect to the pump, and request/receive bolus with no lag. The patient asked for assistance in updated handset time. The agent reviewed and had the patient toggle off wifi and mobile data. The patient stated he did not feel the communicator was keeping a charge. The communicator battery was at 96 percent. The agent reviewed and advised the patient that it is recommended to be charged daily and reviewed. The patient was bolusing up to 16 times a day. The patient will monitor the communicator battery level the patient asked about how to set the pump time. Daylights savings time. The agent reviewed and redirected the patient to their doctor. The patient has a refill next week. On the call, the patient mentioned he has had external devices replaced before. On (B)(6) 2025, (B)(4) (con): additional information was provided from a consumer stated that it was taking a long time to connect to the pump to deliver a bolus. The patient stated that they used to be able to get 16 boluses a day but now it¿s 12-16. They had called before to do something with the handset, and it helped, and he wanted to do it again. The patient stated that the handset time was incorrect. The patient stated that the next refill is (B)(6) 2025. The patient service assisted the patient with clearing the data on the handset. The agent asked the patient to connect with the personal therapy manager (ptm) and the ptm connected to pump very fast. The agent asked patient to navigate the ptm to see the pump time and patient said the pump time was incorrect. The agent reviewed device function and daylight savings information. The patient was redirected to their healthcare provider to correct the time on the pump. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.